Event description:
It was reported that a physician using the proglide device attempted arteriotomy closure of a moderately calcified common femoral artery after a diagnostic procedure. Reportedly, when the plunger was pulled back no sutures were attached to the needles; it appeared to be a cuff miss. A 6fr sheath was used during insertion of the device. Manual arterial compression was applied to achieve hemostasis. The physician was reported to be not proficient and to be in-training in the use of the proglide device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient was described as being a larger male. Exact weight was not available. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. To ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked during manufacture of the device. In addition, a sampling of finished devices is also tested to verify the functionality of the device. The lot history record for this product could not be reviewed and a query of the complaint-handling database could not be performed because the lot number is unknown. The lot number was not reported and the product was not returned for analysis. Based on the investigation findings, a definitive cause could not be determined, without the return of the product.